Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 600 mg/dl. The customer administered a manual injections to address their bg. Replacement pump was sent to customer to resolve the issue.